Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: enveor-n, serial/lot #: (B)(4), ubd: 2020.05.29, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it was difficult to pass the delivery catheter system (dcs) through the aortic arch. A buddy wire was inserted by inserting a non-medtronic guidewire into the non-coronary cusp (ncc), but it did not pass. The inline sheath was exchanged for a 20 fr non-medtronic sheath. The sheath was unable to pass. The guidewire in the left ventricle was changed. This guidewire was also unable to pass, therefore it was replaced with a radial 7 fr sheath. The aortic arch was inflated with a 16 millimeter (mm) balloon, and the dcs was finally able to pass. After passing through the arch, the valve was successfully implanted. Following the procedure, a cerebral infarction was reported. Per the physician, a possible cause of the cerebral infarction was an aortic arch aneurysm. It was also reported that the plaque could have flowed due to the inflation of the balloon. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that per the physician, the cause of the cerebral infarction was due to the ballooning technique performed when the valve could not pass the aortic arch. There was a casual relationship to the cerebral infarction when the delivery catheter system (dcs) passed through the aortic arch. Following the valve implant, the patient had a walking disorder and recovered by rehabilitation. No additional adverse patient effects were reported. Updated data: a1 - patient identifier; e1- facility name and street 1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.